Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the cylinder was found to be kinked and could not be fully erected. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a . Batch/lot number: 1100587540. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) # : (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, inflation issue and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.